Manufacturer narrative:
Pump received with cracked and corroded battery tube compartment noted. Pump failed to power up due to corroded battery tube compartment. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.